Manufacturer narrative:
Eval in progress, but not concluded.

Event description:
During preparation for use for cardiopulmonary bypass, the pressure sensor reportedly could not be calibrated. There was no adverse consequence to a pt as a result of this event.